Event description:
It was reported that during regular follow-up rv noise episodes were noted. The lead was capped and replaced. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).